Event description:
The customer reported that the c-arm display was not working, and the system is not functional. This would render the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.